Event description:
Per dealer, the joystick has physical damage like the patient ran into something cracked the housing and scuffed it up. The dealer was in a hurry and refused to speak with quality; therefore, no additional information was given.